Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the powerport slim implantable port. 3 years and 28 days post procedure, during an administration patient had allegedly experienced swelling was observed in the left internal jugular vein. The infusion was discontinued, and a subcutaneous leak was confirmed.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the powerport slim implantable port. 3 years and 28 days post procedure, during an administration patient had allegedly experienced swelling was observed in the left internal jugular vein. The infusion was discontinued, and a subcutaneous leak was confirmed.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted on the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be jagged. The surface appeared to be granular throughout both regions. A leak was observed from the partial circumferential break. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. However, it is inconclusive for the reported pain and discomfort during administration as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.